Event description:
It was reported a PICC was removed from a patient and snapped. The PICC inserted for chemo (B)(6) 2020 was no longer required and was pulled out by the clinician, 30cm remained in the patient and had to be removed by the interventional radiology department, causing considerable stress and extra hospital involvement for the patient.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of redy1206 showed no other similar product complaint(s) from this lot number.